Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has to "wiggle" the usb cable for the pump to charge. Additionally, it was reported that the pump usb port was damaged. Customer's blood glucose level ranged between 199 mg/dl and the 300's (mg/dl). Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.